Event description:
It was reported that the patient programmer was showing a strange icon that had not been seen before. It was noted as the patient was checking the implantable neurostimulator (ins) with the patient programmer they saw on and ok and then saw a ¿car battery¿ with an error. The patient was having symptom control until the morning of the date of this report at church all of a sudden the patient¿s hands were tremoring. It was noted that the patient went home and checked the implant. Patient turned stimulation off and tremors were worse. Stimulation was turned back on and it was not great but it was better.

Manufacturer narrative:
Concomitant products: product ID 64001, lot# n240190, implanted: (B)(6) 2010, product type adapter; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# v000525, implanted: (B)(6) 2005, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3387-40, lot# v004841, implanted: (B)(6) 2006, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).